Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer primed the air bubbles out to resolve the issue. In addition, it was reported that the fill estimate was inaccurate. Customer continued using the same cartridge and declined to further troubleshoot with tandem technical support. Customer's blood glucose level was 349 mg/dl.